Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump's date was incorrect. Reportedly, customer entered in wrong date when setting up pump. The customer's blood glucose was 84 mg/dl. Customer corrected pump date to resolve the issue.